Manufacturer narrative:
Implant date (2021 reports): implanted date: device was not implanted. Explant date (2021 reports): explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal anchor was missing or is inside the device. There was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 8 fr angioseal vip was returned for investigation. The returned sample included the hemostasis sheath and carrier tube assembly. There was some blood-like substances on the returned device. The hemostasis sheath was mated to the carrier tube assembly and the locking mechanism was set to rear lock position. The device was subjected to visual analysis. The anchor was observed to be in the hemostasis sheath. Functional testing was performed on the returned device. The device was reset to forward lock position. The anchor was observed to release from the tip of the hemostasis sheath. The device cap was pulled back and the anchor was observed to post on the tip of the hemostasis sheath. A digital force was applied to the anchor and the collagen and some suture released. The tamper tube tube did not release and the suture was observed to be torn. The hemostasis sheath was unmated from the carrier tube assembly and the carrier tube assembly was cut to check for the presence of the tamper tube. The presence was of the tamper tube was confirmed and there were dried blood-like substances found on the outer surfaces of the tamper tube. The suture spool was inspected and no blockages were observed. The suture was pulled out and it released without any resistance. The end of the suture was observed to be covered in blood-like substances. The complaint can be confirmed for a device pullout. The exact root cause cannot be determined. The likely root cause is the user not placing the device in full forward lock position or an obstruction to the anchor posting to the tip of the hemostasis sheath. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).